Event description:
It was reported that the mega suturecut needle driver instrument wires were noted to be off the track during reprocessing. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the one grip close cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at the wrist. The cable broke under tensile loading. The other cables at the wrist were undamaged. The cable wear on the pulleys combined with high grasping force and large fleet angle between proximal and distal pulleys likely contributed to the breakage. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.